Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and anticipated discharge was scheduled for twenty four days after admission. On the same day as the onset, the patient was treated with ancef and ceftazidime (1.5 gram each). At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.